Event description:
Literature: magown p, garcia r, beauprie I, mendez I. Occipital nerve stimulation for intractable occipital neuralgia: an open surgical technique. Clin neurosurgery. 2009; 56: 119-124. Summary: in an attempt to solve the problem of electrode positioning and migration for occipital neuralgia pts, the authors developed an open surgical approach that allowed visualizing the occipital nerve and ensures meticulous anchoring of the electrode onto the main truck of the nerve. There were seven occipital neuralgia pts involved in this study; five women and two men. Event: one pt appeared to have high impedance measurements (unspecified). See literature article with manufacturer report # 3007566237201006991.

Manufacturer narrative:
(B)(4). At this time, no additional info was available, follow up was requested and info will be updated if additional info becomes available.